Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, the tissue could not be sutured. The staples were malformed. The staff changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut. In addition, there were 20 b-form staples present inside the pockets, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed as the device was received with 20 staples that presented good staple formation. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).